Manufacturer narrative:
Unit received with missing segment/partial display, problem isolated to lcd board. Unable to perform operating currents, self-test, a21 error test and displacement test or verify low batt alarm due to missing segments/partial display.

Event description:
The customer reported via phone call that low battery alert was occurred and half number was missing in insulin pump. Blood glucose was 150 mg/dl. The insulin pump will be returned for analysis.